Event description:
Fast flow. Infused in 30 mins. Pt experienced spontaneous headache. No other problems reported. Fill volume 365 ml.

Manufacturer narrative:
Eval summary: the sample was received for eval and investigation. The info contained herein is based on the info provided by the initial reporter. The returned device is currently being testing. The results will be reported upon conclusion. The pt experienced a headache, which can be the effect of the drug vancomycin, which was dispensed by the pain pump. The device history record was reviewed for lot 712092, and all mfg operations were found to be within spec. A review of lot history found no other fast flow complaints for lot 712092. In addition, retain samples from lot 712092 are being tested. The results will be reported upon conclusion. When add'l info that is pertinent to this event becomes avail, I-flow will submit a f/u report.